Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that they are having issues priming and pulling back when starting the IV for a blood return. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e, lot number 20125664 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125664 regarding item #20039e.

Event description:
It was reported that smallbore 6 inch ext vlv experienced 1 case of flow issues and 1 case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20125664. I just left a medical center and they are experiencing the same issue with the smartsite connector, product # 2000e & 20039e. They have had issues priming & pulling back when starting the IV for a blood return. They are using bd syringes, multiple sizes and their issues have occurred with multiple size syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20125664. Medical device expiration date: 2023-12-05. Device manufacture date: 2020-12-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv experienced 1 case of flow issues and 1 case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20125664. I just left a medical center and they are experiencing the same issue with the smartsite connector, product # 2000e & 20039e. They have had issues priming & pulling back when starting the IV for a blood return. They are using bd syringes, multiple sizes and their issues have occurred with multiple size syringes.